Event description:
During a fluoro-less atrial fibrillation (af) ablation procedure, a pericardial effusion occurred. Towards the end of the procedure, while manipulating the ablation catheter, the patient became hypotensive and ice revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient and the procedure was completed. The patient is currently in stable condition. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.